Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information regarding the scenario leading to the event was received by the user facility. It was clarified that the patient arrived at the hospital with an oxygen saturation of 80% and maintained on the same level during ventilation with subjected ventilator. After the change to another ventilator, the oxygen saturation started to increase. There was no desaturation as initially reported. The ventilator was investigated at site by our field service engineer. No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. Provided logs were reviewed. On the reported event date, ventilation was started in niv (non invasive ventilation) pressure support mode as reported. Audio for peep, respiratory rate and expired minute volume alarms was permanently silenced by the user. The ventilator shortly after start generated alarms for respiratory rate high, peep low and leakage out of range. These alarms indicate a leakage situation. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event date. The mask/prongs/helmet may not have been adjusted properly for the patient or may be of the wrong size. The first remedy according to the user¿s manual is to check the patient breathing system. In niv mode the patient is not intubated or tracheotomized (instead using a mask or prongs). Niv disconnect functionality was set to disabled by the user. The ventilator will then continue to deliver assist even when leakage is excessive. Disable the niv disconnection functionality is recommended but with the advice to use external monitor to ensure patients¿ safety. Additional recommendations to try to lower the leakage are the use of niv interface fixation, assuring correct sizes of interfaces (bonnet, mask, nasal mask) and correct positioning of ventilator circuits. Our conclusion is that there was no ventilator malfunction at the time of event and the root cause was most likely a leakage in the patient breathing circuit leading to an auto cycling. The alarms for high respiratory rate and leakage were correctly generated according to the situation. The cause of the leakage has not been further determined.

Event description:
It was reported that during patient treatment in non invasive ventilation (niv) mode, the ventilator delivered a respiratory rate higher than set level. There was no change despite adjustments. The patient's oxygen saturation level decreased but the level is unknown. After switching to another ventilator, the patient's oxygen saturation level began to recover. The patient's final outcome is unknown. Manufacturer's ref #: (B)(4).